Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had a unrelated treatment / surgery where they were sitting / laying down on a chair with the ins implant site directly on the edge of the chair. They also claimed that there might be substantial movement / shifting and pressure on the implantable neurostimulator (ins). Now the ins seems to be quite loose and can move under the skin. Therapy was still fine and there is no other complications yet. Ins was implanted about 8 months ago and unclear, if it was loose from beginning. Patient was also unable to determine, how much freedom of movement the ins really had. Patient was advised they should see their healthcare professional (hcp). To decide on next steps if necessary.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.